Event description:
It was reported that a user experienced recurring alert 65 on an insulin pump, described as an audio alarm not audible and characterized as an audio over/under current condition, which was verified in device history and temporarily resolved after restart. Symptoms included no reported changes in blood glucose and no injury. Outcomes included no medical treatment and no hospitalization. Investigation included review of device history logs, user interview, and functional troubleshooting, with education on shutdown and replacement initiation. Investigation of the returned device revealed a suspected audio subsystem malfunction consistent with an over/under current fault in the speaker or audio driver circuitry, which affected alarm audibility; the device was replaced and the user was instructed on data handling and continued cgm use. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure in the audio system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.